Event description:
It was reported that over-sensing due to noise resulting in pacing inhibition was noted on the right ventricular (rv) lead. The noise could not be replicated. The patient complained of frequent random dizziness. The patient presented for an elective replacement device change and was downgraded to a pacemaker, and programming changes. The patient was stable.